Manufacturer narrative:
N/a.

Event description:
The following has been reported: nurse reported: "we have a broken blood tubing product this morning." A preliminary review of the logs identified the following issue: administration set breaks (any part). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Complaint number (B)(4) associated with this MDR was initially opened with limited and incomplete information. Subsequently, additional and more accurate details (including batch number) were received from the customer, leading to the creation of complaint number (B)(4) as a more complete record of the same event. MDR 3014732157-2026-00374 was submitted for complaint number (B)(4). Review of the information, emails and images indicates that both complaints refer to the same issue, resulting in a duplicate record. All relevant and complete information is captured under complaint number (B)(4), MDR number 3014732157-2026-00374. This MDR 3014732157-2026-00361 will be completed as a duplicate in reference to 3014732157-2026-00374.